Event description:
It was reported that log files were submitted for review. The event log file displayed a couple power cable disconnect / low battery hazard / no external power alarms on (B)(6) 2024 at roughly 7:16 am while tethered on mobile power unit (mpu). The alarms appeared to be caused by power to the mpu being briefly interrupted. It was unknown if the patient's mpu had a v-lock connector on the ac power cord or whether the cord came loose. The site was also not aware of any power outages. The mpu was stated to have been exchanged/removed from service by the ventricular assist device (vad) technicians. The mpu was to return.

Manufacturer narrative:
Section d4: device serial number was unknown, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via review of the submitted log file. The log file contained approximately 41 days of information (on (B)(6) 2024 per timestamp). A no external power alarm was observed at 7:16:09 on (B)(6) 2024. This alarm appeared to have been caused by a loss of ac power to the mpu. During the time of power interruption, the system was supported by the emergency backup battery and the pump maintained a speed within the expected range without issue. The alarm resolved when external power was restored to the system, sometime before 12:02:48 of the same day. To date, the mobile power unit (serial number: unknown) associated with this event has not returned to abbott for evaluation. The root cause of the reported event was determined to be a loss of ac power to the mpu; however, the cause of the power loss could not be discerned any further. The device history records for the mobile power unit could not be reviewed, as the serial number was not provided. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.